Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and liberty cycler set. Additionally, there are no allegations of a defect or leak reported for this event. The pdrn attributes the source of the peritonitis to a breach in aseptic technique due to the patient¿s dog being in the room during pd treatment set-up. Based on the available information, the liberty cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient was admitted to the hospital on (B)(6) 2019 with a diagnosis of peritonitis (signs/symptoms unknown). The result of the pd effluent culture collected in the hospital is unknown, however, a second culture after hospitalization and antibiotic therapy resulted with no growth. The patient was treated with ceftazidime and vancomycin (route, dose, frequency and duration unknown). The patient was transitioned to hemodialysis (hd) during the hospitalization. The patient was discharged (B)(6) 2019 and has resumed pd therapy on the liberty select cycler. The pdrn attributes the source of the peritonitis as the patient¿s dog who was in the room while the patient was connecting to the pd treatment thus causing a breach in aseptic technique.